Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp developed mottling of the right leg. Doppler pulses were noted. The patient was weaned from the pump and was in stable condition.

Event description:
It was reported that the patient continued to decline following complications of acute myocardial infarction/cardiogenic shock and expired. It was unknown if the limb ischemia improved.

Manufacturer narrative:
Additional information received regarding the patient outcome of death. B2, b5, h1, and h6 were updated. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.